Event description:
Boston scientific received information that this right ventricular lead displayed loss of capture, reduced sensing, and an impedance drop from 550 ohms at implant to 350 ohms. Additionally, a small amount of noise was also noted on the lead resulting in two non-sustained episodes to be stored. After investigation, it was determined the lead had dislodged resulting in the field observations. A procedure was performed to reposition the lead successfully with no adverse patient effects reported.

Manufacturer narrative:
The lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.